Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, the broken haptic was found after implanting the lens in the eye. The broken iol was left in the eye because they didn't have a replacement. Additional information has been requested. And received stated that lens was explanted and the patient was good. The lens was replaced with another lens, same diopter.